Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the patient did not wear a mask for therapy, touch contamination, and draining through their transfer set. It was not reported if the patient was hospitalized for the event. The peritonitis manifested as cloudy effluent and the patient was treated with unspecified antibiotics intraperitoneally for the peritonitis. The patient was retrained on proper aseptic technique and was reported to have recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.